Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d4: expiration date and UDI g3 g6 h2 h6 h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint as no product information or medical records were provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 00625006520 , bone scr 6.5x20 self-tap, lot number j7454436. G2: foreign: japan. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device remains implanted.

Event description:
It was reported that during the procedure, the screw went through the screw hole of the g7 liner. The surgeon confirmed via x-ray that the screw head appeared to have been damaged. Patient is currently under observation and the device remains implanted. There is no additional information available at the time of this report.